Event description:
It was reported that there were periods of oversensing due to lead noise. The device was reprogrammed. However, this is a temporary fix until the physician can address the lead.

Manufacturer narrative:
Na